Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that his adc freestyle libre sensor was "defective, stopped working and did not last till the end". Customer additionally reported that he was abroad and did not have a sensor to obtained the test result. Customer received unspecified medical help due to this issue. No further information was provided by the customer and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information received from the customer states that "he visited the doctor to obtain material for a bloody measurement as he no longer had any sensors and not for the product issue". No treatment provided.

Event description:
Customer reported that his adc freestyle libre sensor was "defective, stopped working and did not last till the end". Customer additionally reported that he was abroad and did not have a sensor to obtained the test result. Customer received unspecified medical help due to this issue. No further information was provided by the customer and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that his adc freestyle libre sensor was "defective, stopped working and did not last till the end". Customer additionally reported that he was abroad and did not have a sensor to obtained the test result. Customer received unspecified medical help due to this issue. No further information was provided by the customer and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.